Event description:
It was reported that there was a difficulty filling or aspirating the reservoir. Hcp indicated refilling difficulty; increased resistance throughout entire procedure. The pump was empty, and the hcp accessed the reservoir first with 10ml of saline to confirm needle placement. The pt is doing fine.

Manufacturer narrative:
(B)(4)